Event description:
It was reported that the cap was found broken off the device. The cap falling off during a surgery could cause an infection risk. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that the cap was found broken off the device. The cap falling off during a surgery could cause an infection risk. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.